Manufacturer narrative:
The cause of the device falling was not able to be explained by the customer. A field service engineer (fse) went onsite and evaluated the device. The fse replaced the front bezel with the navigation ring, and the device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the v60 fell and was damaged. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.